Event description:
It was reported to boston scientific corporation that following implantation of an uphold vaginal support system during an anterior repair procedure (procedure date unknown), the patient presented with visible mesh exposure (date of onset unknown) at the incision line. There was no prominence, dehiscence, or extrusion of the mesh. The patient returned to the physician approximately one month post-procedure for a follow-up, where the physician excised the mesh. The physician opined that the mesh exposure could have been attributed to the patient's thin tissue. The patient, who is over 18 years of age, was prescribed premarin cream for a couple weeks, and is reportedly fine.

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.